Event description:
This catheter was being utilized for a dilatation procedure in the left superficial femoral artery. The procedure was performed contralaterally through a five french sheath via the right superficial femoral artery. The procedure was performed without incident. During the attempt to remove the catheter, it became stuck in the sheath and fractured into five pieces. All of the catheter was removed using a snare via a nine french sheath, but the right superficial femoral artery became occluded. The pt was taken to the oeprating room where an embolectomy was performed and a patch used to repair the vessel. The pt was considered to be doing well as of the next day.